Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. In response. Technical support arranged for a replacement pump to be sent and provided instructions for returning the problematic pump.